Event description:
It was reported that low hv lead impedance was observed. Lead damage suspected. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Internal insulation abrasion was found at 22.3-23.3cm from the connector pin. External insulation abrasion were found at 28.7-30.7cm and 36.0-36.4cm from the electrode tip. The etfe coating was intact at these locations. External insulation abrasion was found at 46.9-47.2cm from the electrode tip, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location. This is consistent with the field observation of low hv lead impedance.